Manufacturer narrative:
Serious injury.

Event description:
It was reported that right hip revision surgery was performed due to elevated chromium levels and pseudotumour.

Manufacturer narrative:
Smith + nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith + nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith + nephew, or its employees, that the report constitutes an admission that the device, smith + nephew or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to elevated chromium levels and pseudotumour. As of today, device return and additional information has been requested for this complaint but has not become available. Since neither the underlying medical documents nor device part details were received for investigation no thorough medical investigation, manufacturing record review and assessment of the reported event can be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient's particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.